Event description:
A blake drain was utilized for four days after a thoracotomy. Records reveal no difficulty in removing the device. Fourteen months later a radiographic image revealed a retained approximately 6 inch drain fragment. The fragment was removed under fluoroscopy without complications.====================== manufacturer response for 10 fr round hubless silicone drain, blake (per site reporter).====================== no opportunity to investigate yet.